Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis did not show any indication of an ICD malfunction. The reported high impedance value was confirmed during data analysis, which occurred because one screw had not been screwed in during implantation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
It was reported that the lead impedance was too high (> 3000 ohms). A lead revision was performed, and the device remains implanted. Upon lead revision, the header screws were found to be loose. After securing the connection properly, the lead impedance returned to within the normal range. Device remains implanted. Competitors lead involved.